Event description:
Upon initial insertion of instrument into the patient¿s abdomen the surgeon at the console noticed an unusual defect at the tip of the instrument. The instrument was removed from the patient and inspected, it appeared a screw was coming loose, once manipulated outside of patient the screw became looser and the wiring became loose.